Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information, a revision surgery was performed due to uneven cylinder length/ floppy glans and the possible need to resize the cylinders. The cylinders were explanted with the 2.5cm rear tip extenders (rte¿s) in situ. New cylinders were implanted and 1 cm rte's placed instead. Glanspexy was performed. Cylinders are now mid glans and sitting better. The original pump was left insitu.